Event description:
Patient's venous access port had been accessed earlier in the day. When the nurse de-accessed the port, the needle pulled off its base bypassing the safety feature. This has happened at least two other times although I don't have device lot numbers for those. Neither patient nor nurse was injured, but both are placed at risk for inadvertent puncture with a contaminated needle when this problem occurs.